Manufacturer narrative:
The pod will not be returned for evaluation. Unable to confirm any product malfunction. The omnipod user guide instructs pts to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The customer followed these instructions per the user guide and received medical attention in order to treat the infection.

Event description:
The customer's mother reported that an abscess had formed on her daughter as a result of wearing the pod. She was taken to an urgent care clinic where the abscess was drained. The pod will not be returned for evaluation.